Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was observed in the ventilator's downloaded error log and the device failed a test step during testing. The device's system board was replaced to address the issues. During the evaluation the flow sensor was observed to be contaminated with a white powder. The flow sensor was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a system board was replaced. The correct component replaced was sensor board.